Event description:
It was reported that a patient presented with an infection noted on the implantable cardioverter defibrillator. The infection was not related to the implanted lead. The device was explanted on (B)(6) 2026. No adverse patient consequences were reported.